Manufacturer narrative:
Contact office name corrected. Through follow up communication, livanova deutschland learned the serial number of the affected device. Livanova deutschland also learned the device was placed inside of the operating room during use. The exact position of the fan of the device is unknown and the estimated distance between the surgery field and the device is 4 to 5 meters. The device is upgraded with the retrofit kit. Corrective actions are in progress for this issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be infected with mycobacterium intracellulare. There was no known patient involvement.